Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
This report is being submitted to update the evaluation conclusion code.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead dislodged approximately 10 days post implant. A lead revision procedure was performed and the lead was successfully repositioned. Subsequently, the patient received inappropriate shock therapy and experienced phrenic nerve stimulation. A chest x-ray showed the rv and right atrial (ra) lead had dislodged and were in the superior vena cava. The phrenic nerve stimulation occurred with atrial pacing. The patient admitted to rubbing the device pocket site. Tachycardia therapy was programmed off and the device was programmed to aai. A lead revision procedure was going to be scheduled on an unknown date. No additional adverse patient effects were reported. Available information indicates that this product remains implanted and in service.